Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported the patient thought the pump was empty. The patient was hearing a single tone alarm from the pump. The patient noted he could not afford financially to drive to the healthcare provider's (hcp) office to get the pump refilled. The patient noted that the refill date was the week prior to the date of this report and he had not been in contact with his hcp about the missed refill. The patient was taking oral baclofen. The patient noted he was hopeful that he did not have to wake up at night. The patient noted that the reason he got the pump was because he used to wake up with spasticity. There was no current return of symptoms or any symptoms reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.